Manufacturer narrative:
Correction g3: date received by MFR is actually 3/8/2021 and not 3/9/2021 as initially reported.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the reported system error 322, which was reproduced during evaluation. A review of the event history log identified system error 322 messages. The reported condition was verified. The cause was determined to be the lower link switch did not function as intended. The lower auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). The process step was not provided by the reporter. There was no patient involvement. No additional information is available.